Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's friend or family member reporting that the patient was in rehab for pain in their groin/bladder problem. It was reported that this was an update to their initial call. No further complications were reported/anticipated. On (B)(6)2018, additional information was received from a consumer. The consumer reported that they got a follow up letter and she had a million things to do and she didn¿t want to fill out the letter. The consumer reported that she was not able to answer the questions because she didn¿t remember what happened back then. The consumer reported that all she knew was that they called a manufacturer¿s representative (rep) when the patient needed an adjustment and he showed up at the pain center and readjusted the patient. The consumer reported that the patient¿s groin never bothered him. The consumer didn¿t know the cause of the increase in spinal pain and groin being bothersome. The consumer reported that the issue had been resolved and the patient was now fine. The consumer reported that she didn¿t know what actions were taken to resolve the increase in spinal pain, groin being bothersome and the system acting u p. The consumer reported that she took the patient to the emergency room on (B)(6)2017 (this was noted to be unrelated to the device) and the patient had been in resolved since (B)(6)2017. The consumer reported that they were taking an ultrasound of the patient¿s bladder. It was confirmed that the issues on the follow up letter had been resolved and the device was fine. The consumer was not complaining. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient accidently kicked his foot against the door and then patient noticed a pain increase in his spine. Caller reported that they called the manufacturer's representative, and he stated "those things happen" and would abate in a couple days so the caller gave the patient tylenol and percocet. Caller stated that now the patient's groin was bothering him and his pain had gotten really bad and patient hands were shaking bad. Caller wanted to know if they damaged the device by kicking the door. The caller confirmed that the patient did not fall and kicking the door was not an excessive type of movement. Patient wanted to know if it was normal for the system to act up like this. Caller wanted to know if in due time after the injury to his body stops, if the stimulator would keep ticking away. Caller stated at the end of call that the patient was starting to feel better and was going to give patient medication. Caller redirected to healthcare professional. No further complications were reported or anticipated.